Manufacturer narrative:
FDA product codes: dqe catheter, oximeter, fiber-optic, qaq adjunctive predictive cardiovascular indicator, mud oximeter, tissue saturation, dxn system, measurement, blood-pressure, non-invasive, dsb plethysmograph, impedance, qms adjunctive open loop fluid therapy recommender, fll thermometer, electronic, clinical, the device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not been completed. The device history record was reviewed; no related non-conformances were found. No escalation is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, the hemosphere foresight module was giving low values. The cable was replaced, and the reported issue was resolved. It was confirmed that there was no patient injury or harm associated with the reported issue.

Manufacturer narrative:
There was no product evaluation as the device was discarded and not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through a balloon inspection process. The device history record review was completed and all manufacturing inspections passed with no non conformances.